Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted prophylactically and replaced with another guidant ICD due to the recall advisory. The device was functioning appropriately, and no patient symptoms were reported. It was also reported that this transvenous atrial pacing lead was fractured. This lead was surgically abandoned and replaced with a competitor's lead. This transvenous defibrillation lead exhibited a pacing impedance of greater than 2000 ohms. A fracture in the rate/sense portion was confirmed. The shocking portion remains in service, while the rate/sense portion was surgically abandoned. A competitor's pacing lead was placed in the right ventricle.